Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. Reportedly, the customer inadvertently entered the amount of carbohydrates consumed into the override bolus menu. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. The customer acknowledged and continued using the pump for insulin therapy.